Event description:
It was reported that the insulation on the tip of the shaft is slightly peeling back.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.